Event description:
I received multiple inappropriate shocks due to over-sensing (boston scientific emblem MRI s-ICD) ICD model a219, serial number 208759; lead model 3401, serial number (B)(4). I had to have it removed due to over-sensing. The lab testing results and stored episode data indicates that this pt's rhythm was correctly sensed by this s-ICD without over-sensing at a testing heart rate. The pt experienced a morphology change at an elevated heart rate. As a result, the s-ICD oversensed the pt's rhythm and subsequently delivered shock therapy.